Manufacturer narrative:
(B)(4). It was reported that a patient underwent a procedure with a c3 navigational variable lasso catheter. It was reported that during the procedure, the catheter had noise interference. The catheter was changed. The procedure was completed with no patient consequence. Upon receipt, the catheter was visually inspected and lasso loop was found deformed and electrodes were found damaged. Ring #1 was found dent and rough; with reddish brown material inside the polyurethane (pu) margin and ring. Further information received indicates that the damage was noticed post procedure and the physician felt resistance while introducing/retracting the catheter from the sheath. This might have contributed to the catheter damage since the instructions for use (IFU) indicates that excessive force should not be used to advance or withdraw the catheter through the guiding sheath, when resistance is encountered. The catheter outer diameters were measured and it was found within specifications. Per the noise reported, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a c3 navigational variable lasso catheter and the biosense webster failure analysis lab discovered that ring #1 was rough. Initially, it was reported that during the procedure, the catheter had noise interference. The catheter was changed. The procedure is completed with no patient consequence. Since the patient's heart rhythm was still visible to the operator, the risk to the patient was low. Therefore, this issue was assessed as not reportable. The biosense webster failure analysis lab noted the returned catheter condition on november 15, 2015. The catheter loop was deformed with a white stress mark on the distal side of ring #8. Rings #5, #6, #7, #8, #9, and #10 were squashed and not rough or sharp. Ring #1 was dented in with the distal side has a small lip and opposite side of the ring was rough with reddish brown material inside the polyurethane (pu) margin and ring. Additional clarification was received on the returned catheter condition. A 8f synaptic sheath was used. They felt resistance while using the sheath. The returned catheter condition of the ring being rough was assessed as an MDR reportable issue. Therefore, the awareness date was reset to november 15, 2015.